Event description:
Customer reported that while pipetting the htlv I/ii assay on summit it was noticed that there was low sample and low reagent in well b10 and no alarm or error message was generated. No death or serious injury was associated with this incident.